Event description:
It was reported that the patient developed neurological dysfunction and stroke in the left hemisphere. Weakness in the right half of the body was observed. The patient was admitted to the hospital (B)(6) 2021 to (B)(6) l2021. Intracranial hemorrhage was diagnosed based on computed tomography. Anticonvulsant drugs and keisentra were given. The patient's anticoagulants at the time of the event were warfarin and plavix (clopidogrel).

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.